Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump casing around the insulin cartridge is cracked and the cartridge no longer fits securely. There was no adverse effect to the customer's blood glucose level. Reportedly, the customer reverted to manual injections for insulin therapy.